Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According to the sr, during t2ph surgery the drill was damaged in contact with the nail. The device was assembled incorrectly.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According to the sr, during t2ph surgery the drill was damaged in contact with the nail. The device was assembled incorrectly.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in manufacturing were not found. Additional dimensional examination revealed no deviations in the relevant undamaged areas of the item. As mechanical properties of the material of the device were within specified tolerances we exclude material faults. The drilling spiral of the drill was completely sheared off. Damaged cutting edges confirmed contact to hard object(s). The breakage surface identified a (forced) brittle manner. According to found damages and received confirmation the event was caused by improper handling. The event was not caused by a deficiency of the device.